Manufacturer narrative:
The technician found the hydraulic solenoid was stuck. The technician cleaned the solenoid to repair the bed.

Event description:
Information received indicates the head section will not rise.